Event description:
It was reported that this second event occurred during a hemi-arthroplasty performed on (B)(6) 2014. The customer reported that the surgeon, supported by locum consultant, stated that the cement was setting too quickly meaning he had to work faster to complete the implantation prior to the cement setting hard. The customer further reported that the surgery was completed successfully with no adverse consequences for the patient. The customer reported that the theatre used for this procedure was running at a temperature of 20-21°c. The customer reports that prior to the procedure, the cement had been stored in the fridge. The customer reported that a cement gun was used to mix the cement and that the guns are routinely kept in the storeroom and taken out of the storeroom when setting up for surgery. The customer reported that they assume that the gun would be at the same temperature as the theatre at the point the cement was mixed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Manufacturer narrative:
An event regarding setting time involving simplex abc bone cement was reported. The event was not confirmed. -device evaluation and results: visual inspection and functional testing was completed on three of the returned samples of the reported lot. The results were satisfactory and within specification. -device history review: bmr review for the specified lot indicates that the devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: chr review determined that there was one similar event reported for the referenced lot. This other event is from the same hospital and was determined to be not confirmed. Conclusions: the investigation concluded that the reported setting time issue cannot be confirmed. The mixing properties of the returned samples of the reported lot code were tested and show that all required specifications are met. The mixing characteristics and working properties of simplex abc bone cements are influenced primarily by the temperature of the liquid and powder components at the time of mixing and by the temperatures of the utensils with which it contacts during mixing e.g. Mixing bowls, cement introducers etc. Generally, higher temperatures accelerate the polymerization reaction and lower temperatures delay it. Other factors which can affect setting time are mixing technique (speed, use of vacuum, centrifugation), thoroughness of mixing, complete utilization of all of the powder & liquid and care to avoid inclusion of any extraneous material such as blood or sterilization solutions into the mix. Mixing process/technique issues are highlighted in the or handbook. Based on the laboratory results of the returned samples it is not possible to replicate this event.

Event description:
It was reported that this second event occurred during a hemi-arthroplasty performed on (B)(6) 2014. The customer reported that the surgeon, supported by (B)(4), stated that the cement was setting too quickly meaning he had to work faster to complete the implantation prior to the cement setting hard. The customer further reported that the surgery was completed successfully with no adverse consequences for the patient. The customer reported that the theatre used for this procedure was running at a temperature of 20-21 degrees c. The customer reports that prior to the procedure, the cement had been stored in the fridge. The customer reported that a cement gun was used to mix the cement and that the guns are routinely kept in the storeroom and taken out of the storeroom when setting up for surgery. The customer reported that they assume that the gun would be at the same temperature as the theatre at the point the cement was mixed.